Event description:
A pt reported experiencing inaccurate low results with a ot ultra meter. The pt's blood glucose results were 149mg/dl, 115mg/dl, 107mg/dl, 99mg/dl. Tests were done 15 mins apart with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.